Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy plus pump experienced error 1871 during infusion. Troubleshooting was attempted twice, but the alarm persisted, requiring the pump to be powered off and the tubing to be clamped. The programmed rate was 22 ml/hour, and the remaining volume was 441.8 ml. There was patient involvement with no reported harm. The malfunction interrupted therapy and could potentially affect the patient if it were to recur.